Manufacturer narrative:
This device is included in that field action. Based on the information available and without the return of the product, it could not determine this device performed as described in that field action.

Event description:
It was reported that the implantable cardiac monitor (icm) device reached recommended replacement time (rrt) earlier than expected. A software upgrade will be performed when available. Manual remote monitor transmissions will be completed until the software is upgraded. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the battery impedance trend was rising.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.